Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a 132 size 7 secur-fit advanced stem was reported. The event was confirmed. Device evaluation not performed as no device was returned. A review of the provided medical records by a clinical consultant indicated, ¿there is no evidence for any device related malfunction in the current information neither would this be plausible given the patient fall as initiating event.¿ a device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The investigation concluded that the periprosthetic fracture was caused by trauma. There is no evidence for any device related malfunction.

Event description:
It was reported that patient had a fall. Fractured femur. Left knee revision patient was diagnosed with a fracture of the tibia at his post op visit to dr (B)(6). The pt decided to not revise at that time ."

Event description:
It was reported that patient had a fall. Fractured femur.